Event description:
Per the clinic, the patient experienced extrusion of the device resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed january 27, 2016.